Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentations surgery with a 225cc mentor siltex contour profile moderate breast implant experienced left sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2020.

Manufacturer narrative:
Additional information was received on 8/22/2020, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. During the visual evaluation of the product, shell wear was observed on the anterior aspect. Within the wear, a tear was observed measuring approximately 0.4 cm. The evaluation determined that the rupture is consistent with a rupture caused by wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Manufacturer¿s reference number: (B)(4).